Event description:
"Hlgh rv thresholds, fluctuating high threshold. Low impedance (impedances less than 300 ohms). Lead was capped and new rv lead was implanted - boston scientific 4470 / 860004. Lead was manufactured by boston scientific. Mpxr report #(B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).